Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the cause of the catheter dislodgement/migrated was not determined. The patient's weight was not measured. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the drugs the patient was receiving at the time of the event was compounded baclofen (1200.0 mcg/ml at 220.6 mcg/day).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving compounded baclofen (1200.0 mcg/ml at 220.2 mcg/day) via an implanted pump. The indication for use was intractable spasticity and multiple sclerosis. It was reported during a scheduled pump replaced for normal battery depletion, on (B)(6) 2018 a catheter access port (cap) dye study was performed which revealed the catheter had migrated from t6 to t7. The device diagnosis was catheter dislodgement. It was indicated the event was related to the device or therapy. No intervention was performed, as the patient does not report any associated symptoms. The issue was unresolved with no further action planned.